Event description:
Further information was received from the patient's physician. The generator was noted to have also been replaced as a result of the high impedance observed. The physician¿s assessment of the increase in seizures was noted to be high lead impedance. The increase in seizures was stated to be above pre-vns baseline levels. The physician¿s assessment of the cause of the magnet not aborting seizures and anxiety was high lead impedance. Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the returned 18mm portion quadfilar coil 1 appeared to be broken at the proximal end of the anchor tether. Scanning electron microscopy was performed on the connector end of the quadfilar coil 1 coil break (found at the proximal end of the anchor tether) and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Scanning electron microscopy was performed on the electrode (mating) end of the quadfilar coil 1 coil break (found at the proximal end of the anchor tether) and identified the area on three of the broken coil strands as being mechanically damaged with pitting which prevented identification of the coil fracture type and residual material on one. The area on the remaining broken coil strand was identified as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. The abraded opening and slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the lead fracture. Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi(intensified follow-up indicator)=no condition . In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. There were no performance of any other type of adverse events found with the pulse generator. Per the generator data dump, high impedance first occurred on (B)(6).2019.

Event description:
Patient presented with high lead impedance. Clinic notes from received for the patient indicated that the patient was experiencing and increase in seizures and that the vns was not working. It was noted that the device interrogated and impedance and output fail were observed. Patient was referred for full revision (replacement of the lead and generator). Further clinic notes received for the patient indicated that the device showed high lead impedance and low output current as a result of the high impedance. It was noted that the patient was experiencing an increase in seizures and anxiety and that the vns device was found to be nonfunctional which could be leading to the patient¿s issues. Further information was received that the patient underwent replacement of the lead and generator. During the explant procedure a lead break was noted 2 cm below the lead nerve interface. It was noted that the lead break was also noted in pre-op x-rays. X-rays were received and reviewed for the patient. The scope of the images provided did not contain the generator or full lead body therefore the connector pin, placement of generator, and feedthru wires were unable to be assessed. Due to the scope of the image, it was unable to be assessed if the lead was routed behind the generator and if the lead wires were intact. A discontinuity was observed in the visible portion of the main lead body. No sharp angles were observed in the visible portion of the lead. Based on the x-rays received, the cause for the high impedance was likely the discontinuity observed in the lead body. It should be noted that due to the scale of the images, the complete length of the lead from neck to generator could not be assessed as the image was not provided. The explanted lead and generator were received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.